Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an air in line alarm when no air was observed. The alarm occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.